Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys cea assay result for one patient sample. The initial result was 5.98 ng/ml and was reported outside the laboratory. The repeat results were 0.605 ng/ml, 0.355 ng/ml, and 0.605 ng/ml. There was no allegation of an adverse event. The reagent lot number was 153910. The expiration date was requested but was not provided. The qc results were within the acceptable range.

Manufacturer narrative:
Serial no was updated. A specific root cause could not be determined. Based on the provided calibration and qc information, a general reagent or hardware issue was excluded. A typical cause for this type of event is contamination from the tube gripper, the sample tube, or any source near the system. Other possible causes include a restricted sipper path, issue with the tubings and fittings, or insufficient electromagnetic interference compliance.